Event description:
It was reported that the atrial lead exhibited reproducible noise. The lead was capped and replaced successfully during an unrelated procedure. The patient was stable throughout the whole event.